Manufacturer narrative:
Device is combination product. If implanted, give date: (B)(6) 2012. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis and myocardial infarction occurred. In (B)(6) 2012, a 3.0mm x 15mm promus element plus everolimus-eluting platinum chromium coronary stent was implanted in the mid left anterior descending artery (lad). In (B)(6) 2014, the patient presented with acute myocardial infarction (ami) in the lad. Angiography was performed and it was noted that there was a thrombus proximal to the previously implanted 3.0mm x 15mm promus element plus stent. Multiple non bsc stents were implanted in the lad to treat the thrombosis. The procedure was completed and no additional patient complications were reported.